Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image black out could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the entire screen became black and showed no images while using evis lucera elite bronchovideoscope. The issue occurred during preparation before use for tracheoscopy, the patient was not under anesthesia and the procedure was completed with a similar device. It was reported that the procedure was not delay more than 15 minutes. Per the customer, the device was cleaned through an automatic method and an enzyme solution was used. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The image was confirmed to be normal, the button function was normal, repeatedly operating the angle to observe the image, the image was still normal the scope was connected to a processor for observation for four (4) hours, but no abnormality was found. The appearance of the endoscope was normal, and the insertion section was free of wrinkles, extrusion and other marks. There was no leakage detected on the scope. The inside of the light guide plug was checked and there was no sign of fluid ingress. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.